Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The system was inspected, tested and verified as ready for use. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to control the instruments from one of the surgeon side consoles (ssc). The customer assigned all arms to the other ssc and continued the case. The technical service engineer could not find related errors, the customer noted that they had the issue and power cycled before but did not want to do so at the time. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer was unable to provide any error codes related to the issue. It was confirmed that the customer power cycled the system to resolve the issue during the previous occurrence.